Event description:
A customer reported a system message displayed regarding the system not recognizing the footswitch during a procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and did find system messages in the event log that confirmed the problem reported. The footswitch and the footswitch interface printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).